Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that they were hospitalized on (B)(6) 2017 due to hypoglycemia. Customer's blood glucose at the time of hospitalization was 405 mg/dl. Customer was advised by their health care professional to replace the glucose meter. Customer reported that two sensors had to be replaced due to blood at the sensor site and bending. Customer was wearing the pump at the time of hospitalization. Troubleshooting was done for blood at the sensor site, however the root cause of the customer's blood glucose issue could not be determined. Replacement product is being sent.

Manufacturer narrative:
Inspected 2 opened/used partial sensors and unable to confirm insertion/needle anomaly due to customer did not return insertion needles; only sensors